Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements greater than 3000 ohms and was found to be fractured. The rv lead was explanted and was destroyed as part of the extraction process. A port plug was placed in the rv port of the implantable cardioverter defibrillator (ICD) device. The device was noted to be programmed to an atrial-only pace and sense configuration and is functioning normally. No additional adverse patient effects were reported.